Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer family member reported the consumer had back surgery on (B)(6) 2016 and the implantable neurostimulator (ins) was repositioned/moved. Indication for use included spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a160, lot# va0dg31038, product type: lead product ID: 977a160, lot# va0dg31033, product type: lead.

Event description:
The consumer reported that the healthcare professional (hcp) moved the wires or "something" because it was affecting their back problem. The patient clarified that they had a fusion surgery done prior to the implant and the screws did not hold during the fusion surgery when they fused the bones together. The hcp moved the lead because it was in the way of fixing what had to be fixed. It was reported that the patient guessed that the hcp noticed the lead was in the way during the (B)(6) surgery. There was a report that the patient was not sure but thought the hcp believed that the wire had moved during the surgery. The hcp reported that the leads were likely displaced at the time of deformity surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient rep reported the patient had a back surgery in 2016 and the wires/leads were cut in the back. Pt rep noted they saw one lead cut and one didn't look like it was cut, but they still had an x ray of the leads. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.